Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient¿s cgm was reading 245 mg/dl. No bg meter comparison was taken at the time. The patient was experiencing nausea and severe vomiting (for 24 hours). The patient called ems. Once ems arrived, the patient¿s bg meter reading was 411 mg/dl while the cgm was still reading 245 mg/dl. The patient mentioned the cgm and bg readings ranged from being ¿100-160 points off¿. Ems removed the patient¿s dexcom sensor after the inaccuracy was discovered. The patient treated herself with insulin while ems was present. Ems advised the patient to not go to the hospital due to an influx of patients there with the flu. Therefore, the patient recovered at home and was not taken to the hospital. It was also noted that the patient had been taking tylenol (500 mg once/day) for a few days in a row. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.